Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was an unk pump volume discrepancy; no patient symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.